Event description:
It was reported that the pacemaker dependent patient experienced right ventricular lead noise which was causing pacing inhibition. Voo mode for noise reversion was programmed on. Lead was explanted and replaced. The patient was in stable condition post procedure and was discharged the next day.